Manufacturer narrative:
Additional information: section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Some type of speck on the internal part of the zcb00 model intraocular lens (iol). The doctor vigorously performed viscoelastic removal and tried to clean everything out of the patient's eye, but the item still remained on the lens. The surgery was completed during the same procedure. The suspect iol is not available for return as it was not removed. No further information is available.